Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the pink lid of a small volume folfusor was loose. This was noted before filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 7, 2014 to may 8, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection the pink coil cap was observed to be loose. The reported problem was verified. The cause of the problem is malformed housing. Should additional relevant information become available, a supplemental report will be submitted.